Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable and wall adapter, resulting in the pump shutting off. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. The customer went to the emergency room due a blood glucose (bg) level of over 600 mg/dl. The customer administered a manual injection prior to the ER visit to address bg and was treated with intravenous fluids of saline and insulin while in the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.